Manufacturer narrative:
The subject device was returned to olympus. The cups did not open or close when the slider was operated. A brown foreign substance had adhered to the link mechanism of the cups. After applying the lubricant, the cups were able to operate smoothly. The manufacturing record was reviewed and found no irregularities. It is presumed that the event was caused by the combination of foreign matter adhesion and insufficient lubrication application. It is presumed that the adhesion of foreign matter is due to insufficient cleaning, or that it has not been sufficiently cleaned due to the passage of time after use. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that during inspection of the subject device before use, the cup did not open at all. The device has been used less than 10 times. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On oct. 27, 2021, olympus medical systems corp. (Omsc) found that the cups did not open or close, and that a brown foreign substance had adhered to the link mechanism of the device tip.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-oct-2021.